Manufacturer narrative:
Product analysis:analysis confirmed the customer comment that the display of a programmer failed to respond to a stylus or finger. The device had scratches in the display and the cursor would not move from the deepest nick. -it was confirmed that it was the display. The programmer passed console tests using a good display. The computer platform was replaced. The software was reloaded and updated. The device then passed all safety,console and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the display of a programmer failed to respond to the stylus or finger. The device returned for service. No patient complications have been reported as a result of this event.